Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000424 panel rearcab brkt kit svc o2 bi71000954 cblasy rmt pendant kit svc o2 bi71000167 cblasy dbl shldmvs h3) onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was consistently rebooting itself into initializing. There was no patient involvement.

Manufacturer narrative:
H2) product ID: bi71000424 and product ID: bi71000954 were returned to the manufacturer unused and therefore are no longer considered a part of this complaint. H3, h6) the product ID: bi71000167, lot: 383 rev. D, was returned to the manufacturer for analysis. In summary, no faults were found. The umbilical cable passed bench testing and continuity testing. The cable was installed into a test imaging system and the system initialized. Motion, generator, communication and charging readied, and both two-dimensional (2d) and three-dimensional (3d) images were successful. Previously reported code, b01, is applicable, as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.